Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further clarified that there was no allegation towards the device in relation to the patient¿s death nor did anyone believe that the patient¿s death was device related. The ¿?¿ on the returned paperwork referred to if the analysis results indicated a malfunction then at that time they would consider it possibly a device related death. With the additional clarification, as there were no allegations towards the device having caused or contributed to the patient¿s death, a report was not required and no longer considered to be late.

Event description:
It was reported the patient had died on the day of implant or the day after. The patient had a history of seizures and it was believed that she was eating and had a seizure. The patient was trialed at simple continuous at 1.2 milligrams per day of morphine. It was later reported that it was believed the patient had a grand mal seizure. She was found with food in her mouth and face down on the table. Additional information received reported the cause of death was believed to be an unrelated grand mal seizure. It was further confirmed that the patient was implanted on (B)(6) 2013 and expired that evening. However, it was questioned if the patient¿s death was related to the device at the time of the product's return for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4).